Event description:
During evaluation of a returned homechoice device, a high drain error 108 alarm was identified. This alarm occurred on (B)(6) 2012, during night drain 8. This information meets iipv criteria, however, no injury or medical intervention was reported for this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.